Manufacturer narrative:
Serial numbers: (B)(4).

Event description:
Quarterly summary report for alleged wake button issues. It was reported that the wake button was unresponsive, delayed, stuck or damaged. Users were able to resolve the issue by connecting to a power source or reverting to an alternate method of insulin therapy. There was no adverse effect.

Manufacturer narrative:
Pump serial number (B)(4) changed to (B)(4).